Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted:(B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the patient's pump and catheter were removed due to a "massive infection". The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.